Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has lung cancer. No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential litigation surrounding this case, no further investigation or follow-up can be carried out. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis.